Event description:
Unrequested bolus delivery. The pump was return to the biomedical department with a report of, "this device is delivering medication without the patient requesting it." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient effects. Though requested, no additional information was provided.